Manufacturer narrative:
The subject device has been returned to olympus for evaluation and investigation. During evaluation, the reported issue was not confirmed. Based on the results of the investigation, the reported issue could not be confirmed, and the root cause could not be identified. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the screen of a loaner device high-definition lcd monitor, was flashing. There was no patient involvement in this event.